Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
The hospital reported a broken south wall panel. There was no patient involvement.